Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing alerts for myopotential oversensing leading to pacing inhibition. Programming changes were implemented. There were no patient consequences.